Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator change procedure. Upon interrogation, it was discovered the left ventricular lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.